Manufacturer narrative:
This follow up report is being submitted to retract the event reported in the initial submission. Based on newly received information, the patient experienced heart failure resulting in hospitalization, and structural valve deterioration (svd) was initially suspected. A diagnosis of aortic stenosis (as) was considered, and a valve in valve procedure was planned. However, transthoracic echocardiography (tte) demonstrated that the valve was functioning appropriately, with a vmax below 4 m/sec. It was subsequently determined that the heart failure was not related to svd or valve function, and the patient was discharged from the hospital. The updated information confirms that the edwards (ew) valve was functioning as intended, the heart failure was not associated with svd of the ew valve, and a valve in valve procedure was not required. Therefore, this event is no longer FDA reportable.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards japanese field clinical specialist, a tav in tav procedure was planned due to valve dysfunction. Detailed information is currently unknown, including the device model, implantation date, procedural characteristics, patient information, type of valve dysfunction, presence of symptoms, and any relevant comorbidities.